Event description:
Customer reported a malfunction with the pump showing a malfunction code labeled as malf 0. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem technical support provided pump reset instructions, but the malfunction persisted, leading them to arrange for a replacement pump. The customer will use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery until the replacement is received. The customer was also instructed to place the malfunctioning pump into storage mode and return it within 10 days using a pre-paid label.